Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user has been experiencing consistent nighttime lows, with the most recent low recorded at 62 mg/dl. The low was corrected with cereal, banana, and glucose gummies. The user has been on the ilet since 2023 but has not met with a trainer since (B)(6) 2024. Additional training was scheduled for the patient. No symptoms, external assistance, or medical intervention occurred.